Event description:
A malfunction alarm labeled as "malf 12" was reported, with no notable events occurring prior to the issue. The blood glucose level did not exceed 500 mg/dl and was within normal range, indicating no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.